Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
While using night aligners the patient reported, "a sore throat since starting the aligners. I woke up on day 2 with a scratchy throat and sinus drainage. I tried to wear them longer than the 10 hours so on night 2 I put them in early around 7pm and woke up to a worst sore throat. I kept them on until about 11am and day 3 normal hours and my throat discomfort eased just a little over the course of the day. Night 4 normal bedtime hours. Woke up again with severe scratchy throat and irritation."